Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact, we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an unknown procedure, it was reported that while debriding the joint with the shaver, it was flaking off silver metal filings into the joint. The surgeon ceased using it and opened another blade. The surgeon flushed and suctioned the debris out. No patient injury was reported.